Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had prim anomaly. Customer stated insulin was squirting out during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Customer stated they were stuck in rewind. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.